Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2014 at 5:05pm. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise; however, it is not clear what action the patient took in response to the reported meter issue. According to the csr¿s documentation, ten minutes after the alleged power issue occurred, the patient reportedly developed symptoms of sweating, dizziness, and felt tired. It is not clear, however, what treatment the patient received after the alleged power issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no need to replace the subject meter¿s battery, there was no misuse of the lfs product, and the patient was using the correct test strips at the time the alleged issue occurred. However, the csr noted the subject meter does not turn on with the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.